Event description:
Caller reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset process, after which the error did not reappear, and the customer successfully initiated a sensor session.